Event description:
A healthcare professional reported following intraocular lens implant procedure the patient experienced endophthalmitis the day after surgery. The symptom was so bad that fibrin was observed. Antibiotics levofloxacin, betamethasone were instilled every hour. The symptom has improved to the level of inflammation usually seen the day after surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. The sterilization reports were reviewed and there were no issues with the sterilization process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).